Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryo ablation procedure, the patient complained of chest pain. Additionally, the troponin level was elevated, and the c-reactive protein level was abnormal. A huge pleural effusion on the left side was found via chest computed tomography (CT) scan. Intravenous antibiotics were then administered, and the patient's hospitalization was extended. No further patient complications have been reported as a result of this event. The patient was part of the (B)(6) study. Additional information also indicated that atelectasis occurred.